Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced infusion set cannula kinked after 3 or more hours of insertion. Insertion site was stomach. Infusion set has been used for 12 hours. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 400mg/dl. Therefore, patient was treated with correction via bolus. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.